Manufacturer narrative:
Device passed the functional test, including the displacement test, rewind, basic occlusion test, occlusion test, prime/a33 test, excessive no delivery test and delivery accuracy test at 0.08720 inches. The stop current and run current measurement tests are within specification. Device also passed self test, off no power alarm test and a21 error test. The no delivery alarm functions properly during the basic occlusion test and occlusion test. No unexpected no delivery alarm. Drive or motor anomaly, unexpected motor grinding noise, a21 alarm or unexpected device settings reset to factory default noted. The motor was tested outside of the device and passed. The test battery was removed and reinserted with no failed battery test alarm noted. Device uploaded properly using care link. No cosmetic damage noted. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that insulin pump had insulin pump lost setting during reservoir change. Customer's blood glucose value was unknown. Customer also reported that insulin pump rejected batteries and random no delivery alarms. Insulin pump will not be returned for analysis.